Manufacturer narrative:
(B) (4). The ge service rep found the battery was not working so he replaced the battery. The system operates as intended.

Event description:
The customer reported that the system was not booting up. No patient injury was reported.